Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was oversensing of noise on right atrial (ra) channel causing inappropriate atrial tachy response (atr) episodes. It was noted that the noise was due to oversensing of the minute ventilation signal. Review of the remote home monitoring data shows no out of range impedance measurements. The minute ventilation and respiratory rate trend features were programmed off on the crt-d. The crt-d and another manufacturer's ra lead remain in service and no adverse patient effects were reported.